Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the actual implant date, serial number or model number.

Event description:
Healthcare professional reported a lap-band "tubing leak" first noticed when "the restriction stopped." The tubing was explanted. Additional information: healthcare professional reported event was first noticed when patient complained of no restriction. The physician noted that no fluid was remaining in the device after multiple fill attempts.